Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Also performed bicarbonate buffer test and sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Customer stated that this morning the sensor put his pump on hold because it though his blood glucose value was below 60mg/dl but he tested his blood glucose level and it was 177mg/dl so he turned it off for a few hours and then turned it back on and it was going fine and now its saying his sensor glucose is 51mg/dl but he tested his blood glucose value it was 106mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 51mg/dl. Threshold suspend limit in sensor settings was 60mg/dl. The customer also stated that they received calibration error, pump alarmed change sensor and there was slight curve no bend. The sensor will be returned for analysis.